Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was not returned and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, broken snaps was observed. This causes poor connection between the rubber contacts and pcb (printed circuit board) contacts, which may cause the sensor plug to be unable to form a proper seal. An extended investigation has been performed. Upon receipt of the returned sensor, visual inspection was performed using the keyence digital microscope (eq5021). Broken snaps were observed on the returned sensor plug. The observation made in phase 1 of the investigation was confirmed. The returned sensor was de-cased and visual inspection was performed on the pcba (printed circuit board assembly). No indication of liquid ingress or other issues was observed. The data was reviewed from the initial scan provided in phase 1 of the investigation. No issues were observed. The returned sensor was scanned on the evaluation module (evm ), reprogrammed and activated using the patch reader and patch programmer. The returned battery was measured to be within the required specification range. Sim vivo test was conducted on the returned sensor to ensure the functionality of the electronics. The test was observed to pass with the following results: cntr value of 2256 which was within the specified value and poise voltage test passed with a value was within the required specification range. No issues were observed during testing and the returned sensor passed all testing. Passing sim vivo test indicates that all the electronics on the pcba are functioning as intended. Broken snaps cause a poor connection between the rubber contacts on the pcb contacts. However, there was no indication that plug was not seated upon the return to adc which would lead to a broken contact between the rubber and pcb connections. The device history (DHR) was reviewed. The product passed all quality control tests prior to its distribution. No anomalies were found in the record. The returned sensor passed all testing, and no evidence of a product malfunction was observed during the investigation. Since no evidence of a product malfunction was found during the investigation, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via social media where a "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced "low glucose" and required third-party administration of juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via social media where a "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced "low glucose" and required third-party administration of juice for treatment. There was no report of death or permanent impairment associated with this event.